Manufacturer narrative:
Device lot # and mfg date now provided.a medtronic field representative reported that the suretrak fighter came loose at the point where it attaches to the suretrak clamp. The suretrak is able to attach in four directions and only comes loose in one orientation. The site has not chosen to replace the suretrak assembly at this time.

Event description:
A medtronic representative reported that, while in a l3-l4 spine fusion procedure, the surgeon used a medium suretrak on a midas drill, resulting in an inaccuracy. The surgeon switched to the black large suretrak and accuracy was restored. The medtronic representative checked-out all of the suretrak instruments and it was determined that the vibrations of the drill may have loosened the clamp on the suretrak. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The instrument clamp and reference frame were returned to the manufacturer for analysis and showed signs of physical damage. The alignment ridges on the back side of the frame were worn, with one ridge especially rounded. The corresponding troughs on the clamp were also worn. If the two pieces are not aligned perfectly during attachment, the worn edges allowed a small amount of movement easily breaking the pieces loose with little effort. Otherwise, the clamp and reference frame functioned normally.the reported event was confirmed and the devices were replaced to resolve the issue.

Manufacturer narrative:
Patient weight not made available from the site. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Suspect part not returned to manufacturer for analysis. Part not returned to manufacturer.